Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 65 mg/dl. The customer¿s current blood glucose value is 74 mg/dl. The customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The insulin pump will not be returned for analysis.